Manufacturer narrative:
The customer reported the suspect main printed circuit board (pcb) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a "vent inop and motor fault" alarm, while in patient use on this ventilator device. The customer reported no known patient harm or injury with this event. The customer evaluated the device and isolated the main printed circuit board (pcb) as the likely cause of this failure.